Event description:
Customer's grandmother reported that the customer was hospitalized due to high blood glucose levels. Blood glucose level was 311 mg/dl at the time of hospitalization. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.